Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown morphine (7.191mg/ml, 26mg/day) in an implantable pump for non-malignant pain and other non-malignant pain. The pump was implanted on (B)(6) 2003 and replaced on (B)(6) 2010. The pump lasted nearly 7 years. The pump was replaced due to decreased efficacy and catheter occlusion. History: lumbar radiculopathy, hypothyroidism, hypertension, gerd allergies: adhesive, cleocin, erythromycin, lisinopril, and penicillin concomitant drugs: norco, baclofen, relafen, omeprazole, metoprolol, paroxetine, vesicare, vistaril, hydrochlorothiazide, and irbesartan.

Event description:
Additional information was received. It was reported that the patient's pain pump was not replaced. It was decided that the pump will not get replaced at this time. Troubleshooting performed included nuclear medicine spinal infusion pump study. The findings were pump malfunction or tube occlusion. The surgeon determined that pump catheter has had chronic malfunction. There were no further complications reported/anticipated. Concomitant drugs: nabumetone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.